Manufacturer narrative:
(B)(4).

Event description:
The pt experienced decreased therapeutic benefit. The pt reported a significant increase in spasticity since march. A cap (catheter access port) draw demonstrated no flow. X-rays then showed that the catheter had "walked out of spine." A catheter revision was scheduled. The drug administered via the pump was reported as being "either lioresal or baclofen (not compounded)." On (B)(6) 2011, it was later reported that there was an adjustment of the dose on (B)(6) 2011; and a side port aspiration on (B)(6) 2011. The catheter was revised on (B)(6) 2011. Additional info will be provided in a follow up report, as it becomes available.